Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h4: 27.09.2021, h6: fdm b17, fdr c20, fdc d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the set for thyriod surgery, patient interface fault detected. Repair is being attempted. If the problem persists, contact technical support. Procedure was completed with another product. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that start up was slow due to sata card has issues. The battery was loose. H6: previously applied fdm b21, fdr c21, fdc d16 and img g02030 codes are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found that latest software was present v1.7.5. The customer complaint could not be confirmed, during the tests could not reproduce the error. H6: previously applied fdm b17, fdr c20, fdc d16, and img g02005 codes are not applicable. The codes have been updated to fdm b01, fdr c19, fdc d14, and d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.